Event description:
It was reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. The capsule fell off into the patient's stomach. There was redness at the area where the clinician attempted to place the capsule, but there was no injury to the patient.